Event description:
It was reported that the patient received a vibratory alert and presented for device interrogation. Lead provocation testing and pocket manipulations were done. Lead impedances within normal range and no variations on egm noted. Patient received another vibratory alert on (B)(6) 2022 with noise episodes. Physician will continue to monitor the patient remotely. Patient was stable and experienced no discomfort.

Event description:
New information received stated that the possible root cause of the noise event was a huge fall that the patient experienced while digging out a pole.